Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure in 2008. The balloon catheter would not hold pressure in the uterus to start the procedure and the surgeon decided to abort the procedure. The surgeon checked the uterus and found a perforation on the fundus of the uterus.

Manufacturer narrative:
Date sent to the FDA: 02/25/2008. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.